Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the balloon did not deflate during use in an artificial vessel. The catheter was inserted via cut down approach, so there was no additional incision required to remove the catheter. There were no patient complications reported. Patient demographic information requested but unavailable.

Manufacturer narrative:
The material was sent to chemistry for testing. The ir spectrum of the unknown white particle showed similar absorption characteristics when compared to polyvinyl chloride-like material. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Manufacturer narrative:
The results of the manufacturing investigation, initiated to consider any manufacturing-related processes which could be correlated to the customer¿s complaint, was unable to establish a definitive root cause for the reported issue. As noted in the prior submission, occlusion was observed during the evaluation of the returned device. A review of the manufacturing records was unable to detect any deficiencies which could be correlated to the customer's complaint. During the manufacturing process, the product undergoes 100% inspection - defects present in the product would be detected during this inspection. A personnel acknowledgment was provided to the manufacturing personnel to facilitate awareness of this issue. No further escalation is required at this time; the issue will continue to be monitored. If further actions are required, an appropriate investigation will be performed.

Manufacturer narrative:
One catheter with attached bd 3ml syringe was returned for evaluation. No packaging was returned. During decontamination of the device the through lumen extension tube was punctured at 0.5 cm proximal from the y-fitting. The through lumen was found to be occluded at the distal side of the puncture. The balloon failed to inflate due to the occlusion. No other visible damage to the catheter body, balloon, windings, or returned syringe was observed. Further examination confirmed these findings. The catheter was cut just distal of the "y" fitting and the inflation lumen and extension tube passing through the "y" fitting were found to be patent. A 0.006" stylet wire was used to pass down the inflation lumen to locate the occlusion. The occlusion was located 13cm proximal of the catheter tip. The occlusion appeared to be a crystal-like clear sticky substance that turned hard and white when dry. The occlusive material continued down the inflation lumen and into the balloon port. The catheter was cut again at the proximal edge of the proximal balloon bushing and the inflation lumen appeared to be partially collapsed under the bushing. It is unknown if the collapsed lumen could create slow deflation of the balloon due to the occlusive material inside the lumen. The lumen was measured and found to be out of specification, at 0.004". A sample of the occlusive material was sent to chemistry for testing. Balloon inflation test was performed using returned syringe with 1.2 cc air. Visual examination was performed under microscope at 20x magnification. Customer report of balloon deflation issue could not be confirmed due to the occlusion of the balloon inflation lumen. A supplemental report will be sent with the chemistry investigation results.